Event description:
Approximately 2 month(s) and 23 day(s) post-operative of a right taa, it was reported via clinical study that the patient experienced infection. During a post-op visit, the treating surgeon determined that the patient had an intra-articular post-op infection in his ankle. The vantage implant was removed, and an antibiotic spacer was placed. The patient underwent a revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
Concomitant device(s): 350-02-04 - talar implant sz 4 rt: 4600490. 350-10-03 - ankle sz 3 locking clip: 4847874. 350-12-03 - tibial plate fb sz 3 rt: 4604884. 350-22-04 - tibial insert fb sz 4 rt 6mm: 4537320.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - impact code, investigation section, h10. The following sections were corrected: a2 - removal of date of birth, h6 - impact code, component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient and/or the surgical procedure. D1: corrected. H6: corrected investigation clinical codes.